Event description:
Non-vented dispensing pin with luer lock safsite valve use for covid-19 under emergency use authorization (eua): ref (B)(4), product code dp3500l, gtin (B)(4), lot 0061802770, manufacturer b.braun medical inc. The dispensing pin was used to spike a liter of sterile water for drug diluent use in preparing remdesivir doses for covid-19 positive hospitalized patients. The dispensing pin was found to leak after the medication was compounded and delivered to unit for patient administration. FDA safety report ID# (B)(4).